Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information was received. The patient¿s indication for use was non-malignant pain and radicular pain syndrome (radiculopathies). System failures were listed as catheter failure and delivery failure. Injuries included surgery, overdose, and failure of therapy. It was noted that explant surgery was performed on (B)(6) 2016, and the system was pending revision. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.